Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin flow blocked during manual prime. Customer¿s blood glucose at time of incident was unknown. Customer reports event was resolved by changing complete set. Product will be return for analysis.